Manufacturer narrative:
Lot #, serial #: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR: the device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed manufacture date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported that myomectomy and endometrial ablation were successfully completed. Patient was sent home but later the same day reported continued bleeding. The physician recommended a warm bath and taking a toradol. Two days post procedure, the patient reported pain that is "10 out of 10" and continued bleeding. The physician recommended that patient report to the emergency room. Upon emergency room visit, the patient was administered two units of blood and a CT scan was performed. The CT scan showed a uterine perforation. Two days post procedure, the patient had a hysterectomy. Post hysterectomy images revealed a submucosal fibroid that was not found prior to the initial procedure. No bowel burn was noted. As of july 10th, 5 days post procedure, the patient is recovering and doing well.